Event description:
It was reported that the patient had headaches twice in august. Then in 2004, he no longer had any hearing sensation. Testing confirmed that the device had malfunctioned.

Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.